Event description:
The customer tested his blood glucose using his breeze2 and breeze meters. The breeze2 meter read 100 mg/dl, while the breeze meter read 59 and 61 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The call ended before any additional information could be obtained. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter information.